Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 240mg/dl. Advised insulin pump would be replaced. No additional information is provided.